Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a laparoscopic supracervical hysterectomy + sacral colpopexy + mid urethral retropubic sling + cystoscopy with a right ureteral cannulation procedure performed on may 22, 2013 for the treatment of uterovaginal prolapse, stress urinary incontinence, hypermobile bladder neck, urinary urgency and urgency incontinence. Procedure findings were of a small atrophic uterus with prolapse. Normal adnexa bilaterally and normal pelvis otherwise. Adhesions of the omentum to the right abdominal wall at the site of an old appendectomy scar. Right renal failure apparent by history, normal cannulation of the ureter to the level of the right renal pelvis and no spillage of urine or indigo carmine dye from this site. There was no undue suspicion of any type of right ureteral damage throughout the procedure, but cannulation was performed for verification the patient's questionable renal failure history. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.